Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was confirmed. It was confirmed that the device underwent memory corruption, which resulted in the observed error messages and safety mode. The exact root cause of the memory corruption could not be determined as the device operated normally throughout laboratory testing. This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was interrogated prior to implant and recorded error codes. The device was found to be operating in safety mode. The device was not implanted and was returned for analysis. There was no patient involvement.

Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was interrogated prior to implant and recorded error codes. The device was found to be operating in safety mode. The device was not implanted and was returned for analysis. There was no patient involvement.